Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was found that the image was not displayed due to the failure of the charge-coupled device (ccd). It was determined that the cause of occurrence of failure of ccd is that water penetrated from around the connector where watertightness is poor and leaking inside occurred, hence, the device failed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the autoclavable camera head had no image. The issue was found during preparation for use. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image due to a bad charged coupled device and failed water leak test from the connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.